Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the number was high, but no events were reported. Patient tried to clarify if it was too strong, but the patient responded that it was not. The patient mentioned they were going to see the healthcare professional (hcp) and ended the call. No further information could be gathered. Additional information received from the healthcare professional indicated that when the patient talked to the manufacturer representative, the number was changed. After the number was changed, it went right back to the beginning. The hcp noted that the number being high was due to the patient not understanding how to properly work the programmer. The hcp reviewed the manual and programmer with the patient on (B)(6) 2016. It was further reported by the patient that they were "operated on" to resolve the issue of the number being high. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4) does not apply.

Event description:
Additional information received from the patient stated they wanted to find out if their device was on. After confirming it was on the patient stated they did not feel it (stim) even though the setting was at 5.8v which was really high for them. She stated she was going to see her doctor the next monday. Additional information received from the doctor reported that the patient had been fully implanted on (B)(6) 2015. The report of lack of stimulation sensation was not accurate. She felt stimulation and has been repeatedly shown how to use her programmer. She did not understand how to use her patient programmer and she kept turning the unit off.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.